Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 594 mg/dl. The customer's mother stated that they received a no delivery alarm from the insulin pump. Standard troubleshooting was performed. It was discovered that the last bolus was not administered correctly, which resulted in the high blood glucose level and the no delivery alarm. The product is not being returned. Nothing further was reported.